Event description:
Customer reported that he was hospitalized due to high blood glucose and infection on his leg. Customer stated that the blood glucose reading was over 260 mg/dl at the time of hospitalization. Customer stated that the infection is where he inserts his infusion set and he is taken antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.